Event description:
A zoll territory manager contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's monitor was displaying a code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the electrode belt failed the current test. Upon investigation, microcontroller u713 on the distribution node pca board was found to be defective. Pin 9 of the u713 component was out of tolerance. The cause of the code 204 was an interruption in communication between the electrode belt and the monitor. The cause of the inability to communicate and current test failure was the defective u713. The root cause for the defective component was unable to be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.